Event description:
Patient., known to be negative for toxoplasmsis igm, generated as axsym toxoplasmosis igm assay result of index 0.614 ( positive ) the sample tested negative by another methodology. Controls were within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.